Event description:
The clinician reports the implant was inserted on (B)(6) 2022 in ada 14. Details of surgery: sinus augmentation. On 2023-10-30, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.